Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. This device is inspected 100% for bends, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. In addition each pmg wire guide comes with an attached caution label, which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. In this specific case, the event description offers no evidence of why difficulty was encountered. The root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.

Event description:
After gaining access with the rcfn-5.0-18-mpis, the .018 65cm wire guide was inserted. The physician tried to remove the wire guide and was unable to because the distal end had unraveled. An end snare was used to capture the unraveled distal end and pull it back through the introducer. The unraveled distal end did not fracture and was removed intact, thus not leaving any portion of the wire guide in the pt. A foreign object did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.